Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2018 due to a diabetic coma. The cause of death was high blood glucose and a diabetic coma. The caller stated that the customer had no other illnesses that may have led to the customer's passing. The customer¿s blood glucose was 454 mg/dl at the time of transportation to the hospital by paramedics. The caller was unsure if the customer was wearing the insulin pump at the time of death. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The insulin pump had been disconnected in an unknown time frame prior to passing. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
Insulin pump received with an depleted (B)(6) alkaline battery installed. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08750 inches. Insulin pump uploaded properly using carelink. Insulin pump had minor scratched display window, scratched case, scratched keypad overlay, and a pillowing keypad overlay.